Event description:
Customer placed bed in storager area with note to check troubleshooted bed and found hi low foot cylinder drifting with no signs of leaking replaced hi low foot cylinder and bed passes function checks.